Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the fluid path\drug reservoir. Destructive analysis identified residue in the bellows in the drug reservoir which resulted in the bellows becoming deformed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via a company representative (rep) on 2025-03-12 regarding a patient receiving unknown intrathecal medication via an implantable pump for spinal pain indications. The company rep reported that the healthcare provider (hcp) was doing a refill and was able to aspirate from the pump normally but was unable to inject. The company rep called back stating the pump was locked and could not get any saline into the pump. Then on the call they were able to troubleshoot and the company rep was able to aspirate and fill the pump. Additional information received from the rep on 2025-06-11 indicated that the same issue occurred with the air lock when doing a refill. The rep believed that it was still the same issue as what was previously reported. Technical services reviewed the air lock valve procedure and the rep stated that he would call back if the issue was resolved. Additional information received from the rep on 2025-06-25 indicated that the pump was "air locked" again for the third time. Per the rep, the patient was on a high dose. The patient was getting hydromorphone 15mg/ml and bupivacaine 40mg/ml and the daily dose was 18.466mg/day. The patient was in for a refill on (B)(6) 2025 and they aspirated 7.5ml of the 9ml in the pump. They tried putting drug in the pump and they could only get 23ml in out of 40ml. They used a large syringe and held pressure, but that did not resolve the issue. Technical services reviewed lateral x-ray to view bellows to verify the pump was empty. The pump was to be replaced on (B)(6) 2025 as this was the third time the issue occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a manufacturer representative (rep) indicated that the pump was explanted on (B)(6) 2025.